Event description:
It was reported that there was an attempt is made to fire the stapler during lung segmentation, after the first activation the device's firing lever got stuck and did not allow to finish the staple line or to open the jaw. There is obvious physical damage. Surgery was delayed 45 minutes. The procedure was completed successfully. They had to cut around the jaws of the stapler to free the device from the structure.

Manufacturer narrative:
(B)(4). Batch #: unk. Attempts are being made to obtain the following information. To date no response has been provided. Once additional information has been received, a follow-up report will be submitted: (1) account name/hospital/clinic (2) in the physician¿s opinion, could delay of the procedure have contributed to a death or a serious injury to the patient? If yes, please provide details. (3) did the patient require extended hospitalization due to a medical condition caused by procedure delay? If yes, please provide details. (4) what is the current status of the patient? Fully recovered (no residual effects). Improved. Unchanged. Worsened, if condition worsened, please explain: death. Unknown. (5) was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) Additional information: this is an analysis of three photos submitted to for evaluation. During the visual analysis, the following was observed: the first and second photos show jaws partially open of a device with a blue reload loaded. Staples legs can be seen protruding at the proximal end of the reload. In addition, the knife was noted advanced. The third photo shows a package from top view with a label, code ec45a lot: x9446x. (Exp. Date: 2024-12-31). Based on the photos the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances/manufacturing irregularities were identified. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 10/25/2022. D4: batch # 594a65. Investigation summary: photos along with the device were returned for evaluation. This is an analysis of three photos submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the first and second photos show jaws partially open of a device with a blue reload loaded. Staples legs can be seen protruding at the proximal end of the reload. In addition, the knife was noted advanced. The third photo shows a package from top view with a label, code ec45a lot: x9446x. (Exp. Date: 2024-12-31). Based on the photos the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. The product was returned to ethicon endo surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the ec45a device was returned with the jaws and closing trigger in closed position and with one gst45b reload loaded in the device. The reload was received partially fired 1/2 and with damage on cartridge deck. After further evaluation, the device could not be opened. Also the device was returned with the anvil knife slot damaged, the device was disassembled to verify the integrity of the internal components and the knife was noted to be buckled. No functional test was performed due the condition. The event reported was confirmed and it is related to improper use of the device. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected cartridge. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at finished good quality assurance. The damaged on the knife is consistent with applying a high force to the firing trigger on a locked device. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.